Manufacturer narrative:
Subject device is not available.

Event description:
It was reported that during access to the microcatheter, the stent (subject device) prematurely deployed. There was no clinical consequences to the patient.

Manufacturer narrative:
The device history record (DHR) review confirms that the device met all material, assembly and performance specifications. The subject device was not returned for analysis; therefore, physical as well as a functional testing could not be performed. Further information received from the facility has indicated that the stent deployed prematurely during transfer into the microcatheter and not during use. Therefore the stent remains outside the patient at all times. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that during access to the microcatheter, the stent (subject device) prematurely deployed. There was no clinical consequences to the patient.